Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The erbe was not able to power on. The fse replaced the erbe generator. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) erbe generator for failure analysis evaluation. The logs showed recurring errors. Functional testing confirmed that the unit would not power on. The fuse was replaced, but the unit remained non-functional. As a result, erbe logs and diagnostic data could not be accessed.

Event description:
It was reported that during a da vinci-assisted procedure, after port placement, an issue was encountered with the integrated electrosurgical unit (iesu) erbe generator. The customer stated that the power cable was checked; however, it was routed within a large cable bundle and was difficult to trace. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended temporarily swapping in an erbe power cable from another system not in use, if available. Staff located and tried an alternate power cable, but the issue persisted. The tse then advised bringing in another da vinci tower, if possible. The staff tried to bring in another tower to use with the erbe; however, the system cables could not be properly connected and the surgeon elected to convert the procedure to an open surgery. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.